Event description:
It is reported that after total knee arthroplasty, the patient experienced elevated cobalt chromium blood levels. The patient underwent revision surgery, and it was further noted that the operative site showed "black staining and pickup of the synovium in the joint, indicative of metal on metal rubbing".

Manufacturer narrative:
The part and lot numbers are unknown; therefore the device history records could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Review of the primary surgical notes confirms that the patient underwent a left total knee replacement. The trial components gave smooth tracking, corrected the varus deformity and flexion contracture and the knee flexed smoothly. Final components also gave excellent fit. Review of the primary operative notes does not indicate root cause. Review of the revision surgery notes confirms that the patient had a left total knee arthroplasty. It was noted that there was black staining and pickup of the synovium in the joint indicative of metal on metal rubbing. Tibial and femoral components were explanted. Product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.